Event description:
On (B)(6) 2013, it was reported to animas that allegedly all buttons on the pump keypad are starting to become very difficult to push. There was no adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 11/06/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/25/2013 with the following findings: the keypad was observed to be peeling at the ok button. The ok button was completely unresponsive to testing. The up, down, & contrast buttons responded properly to testing. The keypad was removed for visual inspection of the key contacts. The ok button contact was observed to be misaligned and contamination was under all of the button contacts.